Event description:
Customer reported that the ventilator stopped cycling on a patient after the mode was changes. The customer reported the ventilator was working fine prior to changing mode. The patient was not harmed or injured as a result of the event. Covidien inspected the device and replaced the graphical user interface (gui) cable. The ventilator passed all testing.